Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5071-53 lead, implanted: (B)(6) 2012; 5866-38m adaptor, implanted: (B)(6) 2012; 5076-58 lead, implanted: (B)(6) 2002; 4088 competitor lead, implanted: (B)(6) 2002; 4086 competitor lead, implanted: (B)(6) 2002. (B)(4).

Event description:
High lv (left ventricular) thresholds were noted. Unexpected longevity was also reported, with the device noted to be at eri (elective replacement indicator). The device was explanted and replaced, and the lv leads remain in use. No patient complications have been reported as a result of this event.